Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units of cold insulin, and remained static at 60 units. There was no impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge to address the issue.